Manufacturer narrative:
Device is a combination product.(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred.the target lesion being treated was located in the right coronary artery (rca). An unknown size ion stent delivery system was advanced to the rca and the stent was damaged while trying to cross the lesion. No patient complications were reported and the patient's status is ok..